Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a septoplasty and functional endoscopic surgery of the nose on (B)(6) 2015 and remained away from all her activities in post-operative for 15 days. On (B)(6) 2015 the patient developed arterial bleeding and it was treated conservatively with anterior nasal tampon, forcing her to rest for a few more days. At the medical appointment, on (B)(6) 2015, the bleeding had stopped and tampon was removed. After fifteen days, the patient presented erythema and swelling in back left nose, following by eruptions of pus and bleeding. On (B)(6) 2015, a foreign body of the surgical line came out spontaneously, and the patient experienced quick improvement of their clinical condition. A week later, the patient presented with new edema and erythema with more suture expulsion at the same site. Because of this unexpected rejection of suture that has been occurring over six months, the patient is undergoing treatment, medical care and intensive outpatient treatment, also there is the possibility of new surgical procedure for the next months. It was also reported that recently, the patient has been suffering loss of cartilage.